Event description:
The stent was deployed but it appears that the delivery device failed to detach from the stent. We tried several attempts to manipulate this, but it was not possible to detach the stent from the delivery system. The stent got pulled partially into the sheath. So, at this point we decided to perform an open cutdown to safely explant this stent.